Event description:
It was reported that following the implant procedure, diagnostic imaging revealed suboptimal placement for this subcutaneous implantable defibrillator (s-ICD) system. It was noted that both the s-ICD device had migrated and the electrode had dislodged from the implant location. The physician surgically repositioned the system to resolve the event and no additional adverse effects were reported. The s-ICD system remains implanted and in-service.